Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014, essure (fallopian tube occlusion insert) was placed. On (B)(6) 2014, the consumer experienced painful placement and complication during insertion, essure hard to insert, several attempts necessary. In an unspecified date the consumer experienced sarcoidosis, pain in abdomen, itching skin, pain in leg, lower back pain, neuralgia, arthralgia, loss of libido, nausea , tiredness, memory loss and concentration problems, brain fog, hair problems, arrhythmia, menopause complaints, heavier menstruation, excessive sweating, tingling, feeling the implant, inflammation in legs, pressure on eyes, and vaginal dryness. Consumer had relation and/or family problems. Consumer had contacted a dermatologist, pulmonologist and emergency room and she considers removal of essure company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen and sarcoidosis. Abdominal pain is listed in the reference safety information for essure while sarcoidosis is unlisted. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality for the event pain in abdomen and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event sarcoidosis was considered unrelated. This case was regarded as incident since essure removal will be required (intervention planned). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 29-sep-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 783 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen and sarcoidosis. Abdominal pain is listed in the reference safety information for essure while sarcoidosis is unlisted. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality for the event pain in abdomen and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event sarcoidosis was considered unrelated. This case was regarded as incident since essure removal will be required (intervention planned). Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.